Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin as well as using supplies beyond labeling. Tandem technical support educated the customer on proper supplies labeling. The customer replaced the tubing and resumed insulin therapy. Customer's blood glucose was in the range of 200-300 mg/dl.